Manufacturer narrative:
This follow-up is submitted to the FDA in accord with appicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA august 19, 2016. Per the clinical manager the surgery was cabr (coronary artery bypass graft)x4, there was no delay to the surgery and it was completed without issue. Unable to obtain any additional information regarding post-operative treatment. The root cause could not be determined, due to approximately 3% of the circuit surface area missing x coating the likelihood of this have had post-operative impact is extremely low. This complaint is not confirmed.

Manufacturer narrative:
(B)(4). No product was returned. Convenience kit is implicated in a recall related to the lack of x-coating on tubing used within the circuit. This pack would have 6" of tubing that was not coated located within the arterial circuit. This length of tubing would be approximately 3% of the surface area of the arterial circuit. It is possible it could have contributed to the issue but unlikely due to the minimal surface area impacted. (B)(4).

Event description:
The customer reported that the patient had post-operative bleeding issues. The patient recieved a blood products in the ICU as a result of the bleeding.